Manufacturer narrative:
(B)(4). Sample was not available but lot number was provided. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The complaint was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during fill 4 of 4. The technical service representative (tsr) explained the alarm to the home patient (hp) and advised the hp to finish with manuals. The hc unit was operational. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up, the hp stated that he talked to his rn about the alarm. The hp stated that he thought the cassette may have been defective.